Manufacturer narrative:
Block b3: exact date unknown, event occurred six months after the implant date. D2b: lgw - qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: 14344517. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation and an occasional discomfort from the implantable pulse generator (ipg) when sitting. All components were explanted and discarded per hospital policy. No further information has been obtained despite good faith efforts.